Event description:
The pt fell to the floor, while walking immediately after leaving the bed. A subsequent x-ray revealed a broken femoral stem. Revision surgery is required to remove the implant and replace with a new one. The device was implanted approximately three years ago.